Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling. A device history record review has been initiated and analysis of the data has not been completed.

Event description:
Healthcare professional reported injecting a patient with juvéderm volbella with lidocaine in the tear trough. Prior to injection, the patient was prepped with btl numb cream. On the next day, the patient developed an angioedema on the lower eyelid. No treatment has been provided and symptoms are ongoing.